Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device became hardened and appeared cracking looked like it was exposed to sun. It was also stated that secretions build up in the device made it hardened like a concrete made the patient breathe difficulty. The patient had re-intubated.